Event description:
The customer reported to olympus, the device exhibited no angulation in the up/down direction when angle knob of the gastrointestinal videoscope was turned. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer was aware of the presence of any foreign material. The endoscope was used in a case with foreign material attached to it. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of scope connector cover, water tightness was lost. Connecting tube had a scratch and was wrinkled. Distal end cover had a dent. Scratches were found throughout the device. Suction cylinder was shaved. Universal cord was sticky and wrinkled. Light guide bundle had breakage. Electrical connector was dirty due to water leakage. Scope connector was dirty due to water leakage. Control unit was dirty due to water leakage. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section cover had white-clouded area and crack. Due to wear of angle wire, the play of u/d knob was out of the standard value. Due to damage, switch did not work. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on field feedback and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, air / water nozzle had no deformation, and that foreign material remained inside the nozzle. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.